Manufacturer narrative:
Additional information: ID now covid-19 kitted nasal swabs collected sample from both nostrils to test with the assay. Floqswabs collected nasopharyngeal sample to test by pcr. None of the samples were visibly bloody. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m128097 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m128097 and test base part number 190-430 / lot m128097 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m128097 showed that the complaint rates is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
Customer reported a false positive result obtained using ID now covid-19 performed (B)(6) 2020 at 2015. Two swabs were collected at the same time, on the same day, from the same patient. One swab was tested with the ID now covid-19 assay. The second swab was eluted in viral transport media for confirmatory testing with both cepheid genexpert pcr testing and at the (B)(6) department of health using roche cobas 6800. Both tests provided negative results. Sample and swab types were not provided. No patient information, including symptoms, treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.